Manufacturer narrative:
Reference medwatch 2032227-2015-36668 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio/beep anomaly. The insulin pump started screeching. There was a black circle next to the reservoir icon. He was unable to clear the alarm because the esc and act buttons on the insulin pump were unresponsive. Customer's blood glucose level was 216 mg/dl. The device was not returned.